Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9322425, medical device expiration date: na, device manufacture date: 2020-01-30. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle broke off on 10 occasions. The following information was provided by the initial reporter: material no:328512, batch no: 9322425. It was reported that when pulling off the orange cap, the needle comes off with it. This pr reports the occurrences on (B)(6) 2020 and unknown date for mat# 328512 with lot# 9322425 and unknown lot# for needle hub separates. Verbatim: spouse of relion consumer reported when pulling off the orange cap the needle comes off with it. Stated this happened with 10 syringes so far. No difficulty removing the orange cap.

Event description:
It was reported that syringe 0.3ml 31ga 8mm 10bag 500 wal needle broke off on 10 occasions. The following information was provided by the initial reporter: material no:328512 batch no: 9322425. It was reported that when pulling off the orange cap, the needle comes off with it. This pr reports the occurrences on 10-11-2020 and unknown date for mat# 328512 with lot# 9322425 and unknown lot# for needle hub separates. Verbatim: spouse of relion consumer reported when pulling off the orange cap the needle comes off with it. Stated this happened with 10 syringes so far. No difficulty removing the orange cap.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9322425. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.